Manufacturer narrative:
This complaint is associated with MFR. Report #: 2031642-2017-00192

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported error code 1006 da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. No patient involvement was reported.